Event description:
This product is used for monitoring glucose levels of diabetics. The freestyle libre 14-day continuous glucose monitor (cgm) system by abbott is supported by a website (libreview at www.libreview.com), an (B)(6) app (librelink), a handheld reader, and by freestyle libre software for pc or mac. There are many reports that can be generated to help the patient manage diabetes. The patient's physician and/or selected people can also access the online information. The problem is that bad or incorrect data cannot be deleted or flagged as bad. Consequently, all reporting includes the bad data without warning. The reports can graph average glucose levels, trends, min and max values, and low glucose warnings. When bad glucose readings are entered into the libre system, either from using a bad sensor or making a mistake with a manual entry, all that bad data is included in the reporting. Consequently, the reports are wrong. The patient and doctor are making diabetic decisions based on the reports, which are wrong. Incorrect dosage of insulin or other diabetic meds can result in life threatening situations. These reports are supposed to help the patient and the doctor, but if the reporting is wrong, the product should be recalled until corrected. I called the support line twice about this. They note they will tell the developers about my <suggestions>. These complaints are not suggestions. This is a problem that needs to be fixed yesterday. Thank you. FDA safety report ID# (B)(4).